Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll approved service provider and the customer's report was replicated but not confirmed. Due to the age of the device the customer indicated that they decided not to repair the device and have it scrapped. The device was scrapped to resolve the report. Analysis of reports of this type has not identified and increase in trend.